Event description:
Customer reported the y-body on the y extension set broke, causing blood to back up into the extension set. The pt's PICC line became obstructed (due to the blood) and tpa was instilled into the PICC. One hour after the instillation of the tpa, the PICC line remained obstructed, was later discontinued and the pt was discharged. No adverse pt sequelae reported. Although requested, no add'l event info provided.

Manufacturer narrative:
(B)(4). Customer reported extension set is not available for eval because it was discarded.